Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomena were reproduced. It was likely that the following occurred: the communication function is not functioning normally due to the cable failure, and that the image disappears. The communication function was not functioning normally due to the cable malfunction, and error coding e311 occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The error code e311 was confirmed to be an error that occurred when scope communication failed. From the description of technical evaluation report (ter), the possibility of the handling error of the user is indicated. The device can be repaired by exchange of the s cover 10 repair p unit the instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, prior to use, the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.